Event description:
The customer reported when fluoroing, the screen turns grey and no image appears. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the 24vdc from the ps2 was measuring at 16.8 vdc. He exchanged the ps2 and adjusted the outputs. He checked operation by running the left monitor and making normal and high level fluoro. The system is operating as intended.